Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called and states she had a manual wheelchair that the wheel fell off.